Event description:
It was reported during primary of right hip, doctor tried to implant acetabular insert with mdm liner into a trident hemispherical acetabular shell and he did not feel like the liner locked into the cup. He then implanted a polyethylene liner, cup stayed in.

Manufacturer narrative:
An event regarding seating/locking issues involving a mdm liner was reported. The event was not confirmed. Device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported during primary of right hip, doctor tried to implant acetabular insert with mdm liner into a trident hemispherical acetabular shell and he did not feel like the liner locked into the cup. He then implanted a polyethylene liner, cup stayed in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.